Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00463. It was reported that the patient for revision of the right ventricular lead due to noise. The lead was capped and replaced on (B)(6) 2019. During the procedure, the pulse generator was interrogated after being connect to the new lead. A false elective replacement indicator was displayed, incorrectly exhibiting end of service. The device was successfully restored by firmware reset. The patient was stable throughout the procedure.